Manufacturer narrative:
Title: robotic versus open liver resections: a case-matched comparison. Source: int j med robotics comput assist surg. 2017;13: e1800. Pp. 1-7, doi: 10.1002/rcs.1800. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, data was collected on patients who underwent all patients who underwent liver resection from 2009/2012 to 2001/2015 and robotic resection patients (n=16) were matched 1:1 to patients who underwent open surgery (n=16). For the open procedure, bipolar forceps or clips were used, and for the robotic procedure, a specimen retrieval bag was used. Fewer complication events and shorter lengths of stay were observed for robotic resections. Length of stay in the intermediate care unit (imc) was shorter after the robotic procedure. Operating room (or) time was significantly longer in the robotic resection cohort. For robotic procedure, intra-operative complications were 1 bleeding and 1 vascular injury while post-operative complications were 1 gastrointestinal , 1 pulmonary, 1 bile leak, 1 ascites and 1 other.